Event description:
High impedance was found on all 4 electrodes of the lead. When checking the impedance of the lead using only the snap lid connector, high impedance was only noted on electrode 2. The decision was made to replace the lead. Once the new lead was inserted into the snap lid connector, the impedance was also high on only electrode 2. There was reported to be no patient injury. Following the replacement, the patient had good stimulation and pain relief.

Manufacturer narrative:
The lead and snap lid connector have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.